Event description:
During the procedure, the scorpion x set was used as transjugular access to the portal vein. When manipulating the peek catheter together with the puncture needle (17 g), the peek component fractured (broke), leaving a segment of it retained inside the patient (approximately 3.5 cm). The breakage occurred during the first puncture attempt; the distal tip of the peek catheter broke immediately. Subsequently, an attempt was made to recover the component endovascularly, but this was unsuccessful. The material remains in the patient. Currently, the segment that remained inside the patient migrated to a hepatopulmonary shunt.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.